Manufacturer narrative:
(B)(4). Result of examination: the received sample was subjected to a visual and functional examination. No external damages were detected. The device showed age-based marks of use. The device passed the self test with a positive result. The syringe, which was engaged for testing purposes, was dependably identified and could be selected. Following, a delivery accuracy measurement according (B)(4) was arranged. The motor power limitation as well as the pressure stages are within specification. The inside of the pump revealed no abnormalities which are related to the reason of complaint. The pump operated as intended and the reported failure could not be reproduced. No specific conclusion can be made.

Event description:
As reported by the user facility ((B)(4)): over infusion: the pump was set to infuse insulin at 1 ml hour but the pump infused 15 ml an hour and the screen also went blank.

Manufacturer narrative:
(B)(4). The device has been requested to be returned to our service laboratory in (B)(4) for investigation. A follow-up report will be provided when the investigation results become available.